Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a "system leak verification", the technician recommended replacing the device's muffler assembly to address the issue. Additionally, the cooling fan assembly was replaced, due to a loud sound of the fan on the upper side. The inline proximal filter (the return side of filter for tubing-fio2) was replaced, due to an "fio2 sensor receptacle verification", test failure. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00). The muffler assembly was returned to the product investigation laboratory (pil) for further evaluation. Pil installed the muffler on the pil trilogy evo stb, then tested the muffler on the pil trilogy evo multifunctional test station for leak verification and the muffler failed testing. Pil then disassembled and reassembled the muffler to reseat the o-ring, and retested the muffler for leak verification and the muffler passed all testing. Pil concluded that the muffler assembly operates as designed after the o-ring was reseated. Pil installed the exhaust fan onto the pil trilogy evo stb and used rasp commands to turn on the fan. Pil did not observe excessive noise from the exhaust fan and noted that the fan operated as intended. Pil ran therapy with a test lung for approximately 1 hour without issue. Pil then tested the exhaust fan on the pil trilogy evo multifunctional test station for fan verification and the fan passed all testing. Pil concluded that the exhaust fan assembly operates as designed.